Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the severely calcified distal right coronary artery. A 2.50x32mm promus element ¿ stent was advanced and implanted in the lesion, however, a vessel dissection was noted. Another promus element stent was advanced to cover the dissected area and the procedure was completed. No further patient complications were reported and the patient's status was stable.